Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 500 mg/dl) and an insulin injection was administered to address bg. Ketones were present. Customer alleged customer was not delivering insulin. Elevated bg was resolved at the time of the event. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.